Manufacturer narrative:
Siemens filed the initial MDR on july 22, 2013. 09/25/2013 additional information: the customer sent eight patient samples that were considered clinically discordant to siemens healthcare diagnostics for further testing and investigation. The samples were tested on the advia centaur platform and the lcms/ms testing. Testosterone results (ng/dl): sharp rees patient ID: (B)(6), lcms/ms customer results % bias vs lcms/ms ng/dl: 902, centaur: 756, alternate method: 1123, centaur: -16%, alternate method: 25%; (B)(6), 747, 1034, 1330, 38%, 78%, (B)(6), 481, 187, 407, -61%, -15%, (B)(6), 754, 643, 868, -15%, 15%, (B)(6), 305, 291, 406, -5%, 33%, (B)(6), 343, 217, 368, -37%, 7%, (B)(6), 325, 233, 343, -28%, 6%, (B)(6), 754, 690, 825, -8%, 9%. Siemens results: patient ID: (B)(6), lcms/ms: 902, centaur: 962.46, %bias vs lcms/ms: 7%; (B)(6), 747, 1003.41, 34%, (B)(6), 481, 567.14, 18%, (B)(6), 754, 802.57, 6%, (B)(6), 305, 488.81, 60%, (B)(6), 343, 321.27, -6%, (B)(6), 325, 294.09, -10%, (B)(6), 754, 728.59, -3%. Siemens obtained higher results for 7 of the 8 samples run with the advia centaur testosterone assay than the customer. The results obtained by siemens for the samples were comparable to the lcms/ms results. For all samples except one, the advia centaur testosterone results obtained by the customer were lower than the lcms/ms results. For all samples except one, the alternate method results were higher than the lcms/ms results. The customer ran the samples in singlet with advia centaur testosterone assay and the alternate method testosterone assay. The customers samples that were tested were part of a subset of 15 samples cited out of a 457 patient method comparison that the customer questioned as resulting too low with the advia centaur testosterone assay and as being clinically discordant. The customers data and the siemens data collectively suggest that the low advia centaur testosterone results obtained by the customer for these samples is likely due to the natural expected variation in measurement.

Manufacturer narrative:
The cause for the discordant advia centaur xp testosterone results in comparison to the alternate method is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Low advia centaur xp testosterone results were obtained on samples from several patients. The low results were considered discordant when compared to an alternate method. Repeat testing was not performed. The patient samples were tested as part of a method comparison. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp testosterone result.